Event description:
During a laparoscopic cholecystectomy the device would not fire properly and the jaws would not close. The surgeon forced the device through the trocar to remove it and the jaws appeared to be broken. There were then malformed clips that were retrieved and are included with the instrument. No pt consequences. Case completed with another device of the same product code. One device returning.